Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was the suspected cause of the event, however, this was not confirmed. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.